Manufacturer narrative:
The device used in treatment was not returned for evaluation at the time of the investigation. Due to this we have been unable to conduct a visual and functional evaluation, and we are unable to confirm a relationship between the complaint and the device. If a complaint sample becomes available, the complaint will be re-evaluated. Complaint history for the reported failure mode and part number has been reviewed and shown that in the previous two years there have been further instances. These instances are being monitored to determine if additional corrective or preventative actions are required. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Please be assured that all products are released to market following rigorous quality checks during production and prior to dispatch. Alarm thresholds are set after thorough testing and are always set to ensure the complete safety of the patient. It is possible in extreme cases that the alarm may trigger inadvertently. In this instance therapy will still be delivered. By acknowledging and investigating your complaint this collaboration enables us to drive our passion to continuously review, improve and steer our shared purpose of providing the best possible outcome for customer and patients. Smith and nephew take all customer complaints and concerns seriously, we strive to have the best understanding of our patients needs and have built a strong culture of care, collaboration and courage to offer a service which we are proud of.

Event description:
It was reported that the device began registering "canister full" on 10/13/19 and the canister was not full. The canister was changed and it seemed to fix the problem. Then another call was received on (B)(6) 2019 and (B)(6) 2019 mentioning that the pump was registering "canister full" again and the canister was not full. The nurse was instructed to pause therapy, remove canister, restore presets, turn the pump off, turn the pump back on, replace with a new canister, reconnect to the patient's dressing and press play. This seems to fix the issue temporarily, but not for the long term. The malfunction happened during therapy and there was no back up available. No harm or injury was reported.